Event description:
It was reported that the implant at tooth site #31 was removed due to peri-implantitis. Pt stated she had pain. X-ray showed severe bone loss around implant. Reversed out easily due to loss of integration. Symptoms as a result of the event: pain

Manufacturer narrative:
Zimvie complaint number (B)(6). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided.